Event description:
A customer reported that when the surgeon inserted the trocar into the patient's eye, the "sleeve" popped back out of the eye. The customer stated that it was almost like the trocar blade did not make a complete incision in the eye. A different trocar was used and the second product stayed in place. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. One 23 gauge trocar handle was received for evaluation. During the visual inspection, it was observed that the trocar blade did not have a trocar hub/cannula assembly installed on it. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to alcon's acceptance criteria. The root cause for the missing cannula and hub assembly on the trocar blade is unknown. Additional information has been requested. (B)(4).